Event description:
It was reported that during the implant the left ventricular (lv) lead was attempted to be advanced over the guidewire. During this step the guidewire was seen exiting through the body of the lead. After this observation the lead could not be advanced and was not able to be used. No adverse patient effects were reported. A new lead was used. A lead fracture was alleged. Should the lead be returned this investigation will be updated.